Event description:
The pt felt no stimulation sensation on the left side. This correlated with the impedance data. Impedance readings were >4000 ohms on some of the bipolar pairs; all electrodes in combination with 0,1,2,3 were >4000. The others pairs were within normal range. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).